Event description:
It was reported that the patient had a baclofen overdose. The refill/programming date was (B)(6) 2013. Hypotonicity was diagnosed on (B)(6) 2013. The issue was resolved without sequelae on (B)(6) 2013. The intervention taken was a medication adjustment; the dose of baclofen was reduced. It was noted that this new pump was delivering a more accurate dose than the patient's previous pump, with resultant overdose. The patient had symptoms of decreased tone, hypotension, and hypothermia after baclofen pump revision. The severity was moderate. The pump was delivering lioresal baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).